Event description:
A voluntary medwatch report was received on 5/29/2025. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Mw5170403. Voluntary MDR/medwatch report number mw5170402, mw5170403 and mw5170404.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).